Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1318ft serial/batch number 14754785 was received for investigation. Functional testing not performed due that the device's tip was bent before received for investigation. No anchor or needles were returned. Visual evaluation found that the micro corkscrew driver tip was bent at the tip. No broken parts were identified on returned device. The root cause of the reported failure mode is undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1318ft corkscrew ft broke during insertion. The broken fragments could not be retrieved. The case was completed using another ar-1319ft mini corkscrew ft in a new bone socket. This was discovered during a procedure.